Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no information was provided.

Event description:
It was reported that coating issue occurred. The patient presented with peripheral arterial disease. A 0.035in, 185cm, j tip, b5 back-up meier guidewire was selected for use in an angiogram. However, the coating sheared off when it was removed from a catheter. The procedure was completed with another device and no patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no information was provided. Device evaluated by MFR.: the device was returned for analysis. The guidewire was returned, and it was found that the polytetrafluoroethylene (ptfe) was completely peeled off from 67cm from the proximal end to the non-coated section of the guidewire. Also, some remnants of the peeled ptfe were returned. The guidewire was observed kinked at distal end section. It was observed that the ptfe was completely peeled off.

Event description:
It was reported that coating issue occurred. The patient presented with peripheral arterial disease. A 0.035in, 185cm, j tip, b5 back-up meier guidewire was selected for use in an angiogram. However, the coating sheared off when it was removed from a catheter. The procedure was completed with another device and no patient complications were reported.